Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin squirted out during tube filling. The customer¿s blood glucose was 183 mg/dl at the time of the incident. Customer stated that the insulin pump had pump error alarm. Customer states they are unable to exit the load reservoir process. The insulin pump will not be returned for analysis.